Manufacturer narrative:
Catalog #: complete catalog number is unknown since serial number was not provided. Expiration date and UDI are unknown since serial number was not provided. (B)(6). PMA/510(k) number is unknown as the model was not provided. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that had a broken off haptic on a 3 piece amo intraocular lens (iol). He observed it when the iol was implanted and he left it like it was in the eye. Because the lens iol was not centered correctly the patient looked for a second opinion and it was learned that the iol was explanted and replaced with another iol. No further information provided.